Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that the patient faced an issue with infusion set was leaking at the quick release. The infusion set was used for 3 days. No further information available.

Manufacturer narrative:
MDR 8021545-2024-00333 - device 2 of 2